Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.